Event description:
(B)(4). Always in pain, bleed all the time, pelvic pain all the time, sex life is no more because I hurt so bad, stay very ill all the time, suffer from depression, I can go on with this. Has really been a really bad cf thing I have kids and I can't keep a job because I'm in too much pain all the time and throwing up all the time.